Event description:
It was reported that balloon rupture occurred. A 2.25mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. No further information was available at the time of reporting.